Event description:
Procedure: laparoscopic sigmoid colectomy according to the reporter: stapler reload #4 was opened on sterile field and the reload was secured by scrub person. Stapler was fired, but jaws unable to release. The reload cartridge came off the handle of the stapler and the reload remained on the specimen. A new gia stapler was opened to staple and cut above the unsuccessful stapler reload. The specimen was successfully stapled and cut. The tissue in the jaws of the stapler were "teased" out of both sides of the stapler and a staple line could be seen on the removed tissue. For reports concerning surgical stapling devices, was another manufacturer's reinforcement material used: unknown.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of endo gia¿ universal xl single use instrument opened by the account. Microscopic inspection of the instrument noted evidence on the firing rod that the loading unit was not engaged properly when loaded. Functionally, the instrument was loaded with pmv representative straight and roticulator¿ loading units. The instrument successfully, clamped, cycled fully, opened and unloaded repeatedly without difficulty. Functional testing of the returned sample confirmed the product met quality release specifications that were tested regarding the reported condition and the reported condition was confirmed. A review of the device history record indicates this device lot number was released meeting all quality specifications at the time of manufacture. Staple pre-fire and/or inability to open the jaws after clamping may occur under the following conditions: the shipping wedge has been removed or is no longer fully seated in the metal channel prior to loading. The shipping wedge has been removed or is no longer fully seated in the metal channel and the jaws have been manually clamped prior to loading. The shipping wedge has been removed or is no longer fully seated in the metal channel and an attempt has been made to load a loading unit with the instrument firing rod extended. Please note that the yellow shipping wedge must be securely in place during instrument loading. The shipping wedge ensures that the sulu engages in the instrument to facilitate clamping and unclamping. Section #2 in the instructions for use, which accompanies each product shipment, cautions the user caution: do not attempt to remove the shipping wedge until the sulu is loaded into the instrument. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).